Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use , when the e500 ventilator was started up, the "no control response" and consequent "monitor up failure" was displayed. The device alert was blinking. A nurse felt that she was able to smell of something burnt. There was no patient involvement. Medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.